Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient experienced a blood glucose of 291 mg/dl with thirst, confusion, and "feeling terrified"; no event date was provided. The reporter stated that the patient's elevated blood glucose levels were related to air bubbles in the cartridge and tubing. The reporter stated that the last cartridge was filled by the diabetes educator and the cartridge still had issues with air bubbles. The reporter also indicated that multiple boxes of cartridges and infusion sets were used without resolving the issue. The reporter stated that the patient's health care provider advised the patient to discontinue use of the pump. The reporter requested that the pump be replaced related to the ongoing air bubble issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation of a pump issue resulting in air bubbles in the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no notation of air bubbles in the cartridge during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.